Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021. Customer stated that emergency medical services came and then they to the hospital. Customer¿s blood glucose level was 300 mg/dl to 400 mg/dl. Customer¿s blood glucose level was 376 mg/dl. Customer was treated with intravenous insulin drip for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer did not allege pump was under delivering and insulin pump passed the self test and displacement test. Customer reported that they had symptoms like nausea. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.